Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the device's external flow sensor failed and values failed to display. The device's external flow sensor was cleaned to address the issue.